Manufacturer narrative:
Lot 12102735: (B)(4). Concomitant products: patient medications: lisinopril, clopidogrel, and atorvastatin. According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention with use of the gore® excluder® aaa endoprosthesis include, but are not limited to, endoleak, and aneurysm enlargement. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on follow up computed tomography (CT) dated (B)(6) 2016, the physician diagnosed an endoleak of unknown origin with aneurysm sac enlargement (less than 5mm). The physician chose to reintervene on (B)(6) 2016, and diagnosed the endoleak to be a type iii endoleak tear/disruption in graft material. The physician noticed under fluoroscopy that on the ipsilateral side just under the flow divider there appeared to be a stenosis/twist of the struts of the graft (rmt231414/12102735) causing them not to run in line but they were angled inwards toward the graft (pxc121000/9800440). The physician chose to re-balloon the area. This resolved the endoleak and the patient tolerated the procedure.